Event description:
A (B)(6) female patient contacted zoll customer support to report the monitor was displaying service codes 204 and 107. The patient was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is currently underway. The reported problems (code 107 and code 204 are being investigated). Upon receipt, the monitor would display a service code 204 (belt/monitor unusable) when connected to an electrode belt. A root cause investigation is currently underway. A supplemental report will be sent upon completion of the investigation. No adverse event resulted from the damaged monitor. The pt was issued a replacement monitor.